Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The patient did not mention how she treated her high blood glucose. The alarm was resolved by changing the infusion set and reservoir. There was also a reservoir leak noted at the connector cap. There was insulin found in the reservoir compartment. There were no cracks in the barrel and there were no missing components. The reservoir was not returned for analysis.